Event description:
A review of svc data has detected a reportable event. Upon servicing of electrode belt sn (B)(4), which was returned for normal maintenance, the belt failed the insulation resistance test. The last pt to use this electrode belt did not report any problems.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval of the electrode belt, a green (belt discharge) wire was broken inside the insulation in the distribution node to front therapy electrode cable. This damage rendered the belt unable to detect a pt. The root cause for the broken green wire cannot be positively determined but is likely excessive force. No adverse event resulted from the damaged wire. The last pt to use this electrode belt did not report any problems.